Event description:
It was reported the procedure was being performed in the cardiac unit. When the clinician opened the kit they found the guide wire went through the casing. As a result, another kit was used successfully. There was no delay intreatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).